Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic prostatectomy procedure, before the anastomosis started, the arm cart assembly was not moving. The arm was completely frozen. The arm was powered on but the controls did not work. There was an error message observed on the screen. This occurred during camera disconnection for cleaning. The issue was resolved by disconnecting the power cable from the arm and calibrating. The surgery continued after eight minutes. There was no patient injury.